Event description:
The customer reported a physicist discrepancy. No patient injury.

Manufacturer narrative:
The service rep verified normal/hlf dose using 9800 service manual specs. System is in spec. Found normal level 8.9r/min/hlf at 17.1r/min. This complies with nys and federal requirements. System operates as intended.